Event description:
An endurant stent graft system was implanted for the endovascular treatment of a diameter abdominal aortic aneurysm. It was reported that during the procedure the patient was having cardiac issues. The anesthesiologist performed a transesophageal echo and also put a swan-ganz catheter in the patient following implant in the operating room. The procedure was successfully completed however, the patient expired in the ICU. The physician does not believe the event was device related since the patient was having cardiac issues during the procedure.

Manufacturer narrative:
(B)(4).